Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ ap an unspecified number of patient samples were erroneously extended spectrum beta-lactamases (esbl) positive. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: the complaint of extended spectrum beta lactamase (esbl) was reported in phoenix ap instrument. No error codes and no further information were provided by the customer after multiple follow ups. This is an unconfirmed failure of a bd product. The root cause of the failure was not known. Device history record review for the instrument (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported while using the bd phoenix¿ ap an unspecified number of patient samples were erroneously extended spectrum beta-lactamases (esbl) positive. No health impact or consequence reported.